Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023, and suture was used. When the nurse was using suture to suture the patient's perineum, the problem of the suture pulling off the needle happened, and the needle sank into the muscle layer. Therefore, the suture was removed to search for the needle. Sutured again and performed an x-ray examination on the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * was the needle retrieved from the patient? * if no, size of the needle piece and tissue where it is being retained? Are there any plans to remove it in the future? If yes, what was done to retrieve/search for the broken piece? * was additional dissection required in other organs/tissues other than the target tissue? * was there any additional tissue damage as a result of searching for the needle piece? * what is the most current patient health status and condition? * procedure name? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/12/2023 h6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one needle-suture piece that pertain to the product code w9923. Upon visual inspection of the returned sample, no pull out was noted. Marks on the body needle that appears to be by a surgical instrument could be observed. The suture was examined and body fluids along the strand was noted, and the extreme was observed to be cut that appears to be by a surgical instrument. Due to the condition sample no functional test was performance. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one detached needle that pertain to the product code w9923. Upon visual inspection, marks on the body and the edge needle that appears to be by a surgical instrument could be observed. The needle was noted with the suture to be still attached to the barrel hole. Part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 12/12/2023 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.